Manufacturer narrative:
Conclusion: anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available the device was used in accordance with the direction for use (dfu). Aneurysm rupture is a known risk associated with coil embolization procedures. Therefore, a root cause of anticipate procedural complication has been assigned to this event.

Event description:
It was reported that during a balloon assisted coil embolization procedure of an aneurysm located in the left superior cerebellar artery, a coil loop perforated the aneurysm. The physician dilated the balloon catheter to prevent bleeding and detached the coil. Two additional coils were implanted into the aneurysm to stop the bleeding. The patient remained stable and vitals did not change. The patient was reporting to be doing well nine days post procedure.